Event description:
It was reported that during a gall bladder procedure, there were malformed clips. The clips delivered were malformed on the vessel: the distal part of the clips is not completely closed and two clips fell into the pt. Both clips were removed. Another applier from another brand was used. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.